Event description:
It was reported that the balloon had damaged. Follow up indicated that when the balloon was inflated, leakage was observed and the balloon would deflate. No patient complications.

Manufacturer narrative:
The device was returned an devaluated. Customer report was confirmed. Balloon inflated but did not maintain inflation due to leakage from inflation lumen near proximal end of thermal filament mid-form. A slit, about 0.08" long, was found at this location. The slit entered inflation lumen. A CAPA is in process for slit in catheter body related to balloon inflation.